Event description:
It was reported that the blocker was found to be loose post-operatively. The patient was in pain and revision surgery was performed for replacement of hardware, upsize screws and fuse posterior lateral.

Manufacturer narrative:
Method: x-ray, labelling review, and risk assessment. Visual inspection indicates the surface contacting with the rod has uneven indentation. Functional inspection not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Dimensional inspection not performed because there is no indication the event was related to dimensions of the device. Materials analysis not performed because there is no indication the vent was related to materials properties. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was confirmed via x-rays provided that at least two blockers migrated out of the screw tulip head. There were two blockers received with the same lot # of 883. The blocker in this investigation had a very light rod indentation on one side of the bottom, and no indentation on the other side, indicative of the blocker not having full contact with the rod. The blocker was tightened down on the curved part of the rad rod based on the markings found on the rod and by looking at the x-rays. The 12nm of torque will be applied and with it only contacting one side, it is possible for the blocker to eventually migrate or back out over time. It was confirmed that other blockers in the construct were not in full contact with the rod, which could cause the blocker to loosen and back out. As other blockers loosen in the construct, it comprises the structural integrity of the construct, and can cause blockers that were properly tightened to loosen and back out. According to the surgical technique extra caution is advised in the following cases: the rod is not horizontally placed into the screw head. The rod is high in the screw head. An acute convex or concave bend is contoured into the rod.

Event description:
It was reported that the blocker was found to be loose post-operatively. The patient was in pain and revision surgery was performed for replacement of hardware, upsize screws and fuse posterior lateral.